Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, three reloads have been fired normally, but the fourth one could not be fired. The handle was replaced to complete the case. There was no patient injury.